Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and that it had performed to specification up to (B)(6) 2012. Investigation did not replicate the fault reported by the customer. The software was successfully upgraded from 3.0.6 to 3.2.0 using the heartsine samaritan pad universal upgrader. This device was replaced within 24 hours. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. The device malfunctioned in that the software failed to upgrade.